Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found the reported event was related to a known software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there had been no further issues reported after grub menu resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that staff was attempting to register under tumor resection with em (electromagnetic probe). The tracer, touch n go, and patient tracker were plugged in and no fiducial points were being collected when the surgeon registered. The manufacturer representative (rep) opened the tracking details and saw that it listed tracer and touch n go in red, but did not list the patient tracker. The rep realized that no patient tracker was listed under instruments and added it. There was nothing in the tracking box as far as the ball and square saying how near or far the instrument is. The rep decide to exit the procedure and come back in . The rep reentered registration again, and a localizer faulted warning appeared and would not allow registration.  All probes were listed this time. The rep decide to fully log out and log back in. When fully logged out and back in, everything worked and the case was continued with no issue. The rep logged out and back in as admin to retrieve system logs. It is also noted that the keyboard is intermittent and hard to type on. The cord was readjusted several times. The usb (universal serial bus) was loaded and an error was seen while archiving. The message was closed and the rep tried to relaunch the archiving tool and an error appeared that says ¿failed to run python¿. The application was relaunched a few times, but it cannot be relaunched without the error. The rep then went to restart the system and the ubuntu screen came up and then went to all black with hash mark in the upper left. The other monitor displayed "no source signal". A hard reboot did not resolve the issue. The system is now only booting to the ubuntu screen then going to the black screen with blinking in upper left corner while the other says no source signal. The procedure was delayed by 10 minutes and there was no impact on patient outcome.